Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. The device was noted to be discolored, and the shell was blue and light brown in appearance. Trace amounts of blue fluid was noted on the inner surface of the balloon shell. Yellow and white particulate matter was noted on the outer surface of the center patch and valve, and white particles were noted on the outer surface of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed and the balloon was leaking from two openings on the radius of the shell. Under microscopic analysis, the openings on the shell were noted to be striated, and consistent with damage from device removal activities. White and yellow particles were noted to be covering approximately 25% of the outer surface of the center patch. The valve channel/hole was noted to be discolored, and was blue in appearance. Brown particles were noted inside the valve channel.

Event description:
Additional information reported: healthcare professional reported for an orbera intragastric balloon patient, "while inflating the balloon at the time of implantation, the first fill of 50 ml was extremely difficult and the pressure did not ease, become harder to fill. Physician noticed the tubing was at a right angle to the orbera and proceeded to straighten. Even though successful, this made no difference to ease the balloon filling. Physician was able to fill upto 630 ml. On inspection, there was no abnormality with the balloon valve or tubing."

Manufacturer narrative:
Medwatch sent to FDA on 06/01/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient experienced unrelenting nausea throughout implantation period regardless of antiemetics".